Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site. The patient underwent ipg repositioning procedure. Patient is doing much better postoperatively.